Manufacturer narrative:
See scanned pages.

Event description:
Facility reported that a wife was visiting her husband in the nursing home. Because the husband is high risk for falling out of bed, this facility had placed the risk manager fall mat at the bedside. She was standing on the mat, and when she turned to leave, her shoe (rubber sole crocks) stuck to the mat, she lost her momentum, fell and broke her wrist. The facility reported that the product is not defective, and product failure did not contribute to the fall.